Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6),implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory h3.analysis found that it was confirmed there was bad intermittently connect but most of time is poor connection. The device did get warm right at coil entrance. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having difficulty recharging their ins. They kept getting the 'no device found' screen and the recharger telemetry module (rtm) paddle and receiver box was getting very hot and burning their skin. In addition, the controller depleted from 100% to 0% after 30 minutes but did not charge the ins, when going through passive recharge mode they were only able to get a high number of 7-8, and the controller was very hot and does not display any recharge quality when charging the ins. A replacement rtm and controller were sent to the patient. A replacement ac power supply was also sent to the patient in case the patient's was causing them problems. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was no change in activity level or device programming that lead to the patient's issues, their recharger simply became unbearably hot when attempting to charge their ins. The patient folded a cloth underneath the charger to try to withstand the burning, but that was not the only issue as it simply was not charging the implant as well. After receiving a replacement recharger, controller, and ac power supply, the reported issues appeared to be resolved and their device was charging appropriately. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.